Event description:
It was initially reported by the pt that they experienced irritation in association with contact lens wear. Additional info received stated that the pt developed a corneal ulcer and infiltrate. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event is being reported due to lack of info received regarding the event.

Manufacturer narrative:
(B)(4). This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product freshlook one-day that is sold in the united states under PMA/510(k) # k050213. (B)(4).